Event description:
It was reported that that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead dislodged. The reported lead was not installed and an alternative lead was implanted (B)(6) 2023. The patient was in stable condition.